Manufacturer narrative:
Including additional possible lot numbers: 23hbd446, 23hbj858, 23hbu372, 23ibo170.

Event description:
Syringe broke while inflating foley catheter balloon.

Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023, "urine started coming out around the catheter as well as into the tubing. When rn went to inflate the balloon, the syringe broke and urine and saline splashed into my eyes, onto my face, and onto my clothing.." No additional information is available at this time. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.